Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on steps to troubleshooting by disconnect the tubing, tighten the t:lock, and deliver a 5-unit bolus. The customer changed the necessary supplies and resumed insulin therapy.